Event description:
During the atrial fibrillation procedure, a blood leak was noted from the hemostatic valve of the agilis sheath following the insertion of a non-abbott (boston scientific) farawave catheter. The dilator had punctured the agilis sheath's hemostatic valve. The agilis sheath was replaced, and the procedure was completed with no adverse consequences to the patient.